Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having nose bleeds and blood clots. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The external part of the device was visually inspected. The manufacturer visually inspected the device internally and found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed different instances of: e-200, e-53, and e-130. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown.